Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Data logs were reviewed, and a placement signal unreliable alarm occurred. No product was returned. The cause of the optical signal issue was a damaged optical fiber line due to the data log fingerprint of this case. The cause of the fiber line to become damaged is not known due to no product being returned and lack of clinical details. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 device was implanted for circulatory support. During use, a ¿placement signal unreliable¿ alarm appeared. The staff was advised that the optical sensor might no longer be functioning; however, overall pump performance was not affected. The alarm was disabled, and support was continued with the implanted pump. The device was successfully weaned and explanted. No patient harm was reported.